Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation under the lifevest that caused her skin to swell. The patient's doctor advised the patient to remove the lifevest until the irritation healed. The outcome of the irritation is not known.